Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 02-may-2023, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 24-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had x-rays done and when she looked at the leads in the x-rays it looked like ¿all of it had come off and intertwined up to the right side.¿ the patient stated nothing was wrong with each area but the leads looked completely entwined. The patient noted she hadn¿t gotten any relief on the left side since implant, but later mentioned it had never worked on the right side. The patient had a doctor¿s appointment on (B)(6). The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was no pain relief to left side post implant. The leads were placed where they had been during the trial but the patient continued to report no pain relief. There was pain relief to the right side. The patient saw a neurosurgeon who indicated the pain on left side is nociceptive muscular pain. The stimulator had been reprogrammed multiple times. The issue was not resolved. No further complications were reported. Additional information was received on 2019-aug-19 from the hcp via a representative that it was unknown what actions would be planned or performed at this time. No further complications were reported.

Event description:
Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Previously reported information was repeated that the patient did not feel stimulation on the left side. They only felt stimulation on the right so their left side hurt all the time. The patient met with a manufacturer representative who reprogrammed the stimulation settings, which resolved this issue. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.